Event description:
Surgeon inserted a 28.0 diopter cq2015 collamer three-piece lens and one haptic was torn off by the injector. The lens was cut into pieces to remove. There was no pt injury, no incision enlargement or sutures.